Manufacturer narrative:
The customer replaced the flow sensors to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was a malfunction resulting in mechanical ventilation was not available due to the faulty flow sensor. There was no patient involvement.